Event description:
It was reported that an ilet bionic pancreas had a cracked display after the device allegedly fell to the floor, and the user was unable to unlock the pump, leading to a device exchange and instructions for data sync, shutdown, and return. Symptoms included none reported, and the user¿s blood glucose was 101 mg/dl. Outcomes included no injury, no hospitalization, and continued use of cgm on the phone or receiver while awaiting the replacement. Investigation included collection of photographic evidence and coordination for device return. Investigation of this device revealed physical damage to the display component consistent with impact, resulting in impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.